Event description:
It was reported by service report that the siderail assembly was broken and there were sharp edges. There was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Exposed sharp edges on the broken siderail assembly.